Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold lite vaginal support system during a vaginal mesh repair procedure via a vertical incision on (B)(6) 2012. Reportedly, the mesh implantation went smoothly. Three months post-implantation, mesh erosion was noticed at the midline. The patient returned to the operating room and underwent a mesh revision procedure, where mesh bits were cut away and vaginal skin was sutured to cover the exposure. Reportedly, the surgeon said [it] looked like dehiscence. The patient, who is over 18 years of age, was reportedly fine following the mesh revision procedure. All other information is unknown and reportedly unavailable.

Manufacturer narrative:
(B)(6).